Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the field service engineer (fse) confirmed the reported issue. The fse replaced complete optics set and performed service installation record. Preventive maintenance service also completed. System is working fine. The root cause is the worn optic parts. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, the system was working on high voltage during refractive treatment. Additional information received; no patient impact.